Manufacturer narrative:
As reported in a research article, eight years post-procedure, the patient presented with heart failure and dyspnea due to valve dysfunction. Transthoracic echocardiography revealed valve degeneration, severe calcification, and stenosis of the valve leaflets, with a mean pressure gradient of 42.1mmhg and an accelerated blood flow velocity of 4.1m/s at the aortic valve. Aortic regurgitation was also noted. The patient underwent an aortic valve replacement using a sutureless non-abbott valve with a trifecta cuff as the valve ring. There was notable calcification on the valve cuff, and the leaflets were stiff with reduced flexibility. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and underwent an aortic valve replacement procedure.

Manufacturer narrative:
D4: the UDI number is not known as the lot number was not provided. Literature attachment: article titled "efficacy of a sutureless aortic valve¿reoperative alternative to a composite graft replacement" investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "efficacy of a sutureless aortic valve¿reoperativealternative to a composite graft replacement" was reviewed. It was reported that in october 2016, a 25mm trifecta valve was implanted during a bio-bentall operation. A 28mm non-abbott prosthetic graft was also implanted. Eight years later, the patient presented with heart failure and dyspnea attributed to valve dysfunction. Transthoracic echocardiography showed valve degeneration. Echo also showed severe calcification and stenosis of the valve leaflets. The mean pressure gradient was 42.1mmhg with an accelerated blood flow velocity of 4.1m/s at the aortic valve. Aortic regurgitation was also noted. An aortic valve replacement was performed utilizing a sutureless non-abbott valve with a trifecta cuff as the valve ring. There was notable calcification on the valve cuff. The leaflets of the valve were stiff and demonstrated reduced flexibility. The surgery was successful. The primary author of the article is taisuke nakayama, department of cardiovascular surgery, chiba-nishi general hospital, chiba, japan. The correspondence author is yoshitsugu nakamura, department of cardiovascular surgery, chiba-nishi general hospital, chiba, japan, with corresponding email as ystgnkmr@gmail.com.